Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article titled, "limited range of motion caused by heterotopic ossifications in primary total knee arthroplasty: a retrospective study of 27/191 cases" written by t. Sterner, g. Saxler, and b. Barden published by arch orthop trauma surgery 2005 was reviewed. The article's purpose was to do a retrospective study of 27 tka cases that experienced heterotopic ossification. It is noted that all implants were depuy and cement manufacturer is not identified. Patella resurfacing was not discussed. Article reports cemented and non cemented lcs knee constructs were utilized. Depuy products: lcs femoral, lcs tibial insert, lcs tibial tray. Noted adverse events: figure 1 is radiographic image of (B)(6) year old female with heterotopic ossification (no further information provided). Figure 2 is radiographic image of (B)(6) year old male with heterotopic ossification (no further information provided). Limited range of motion post op (untreated). Heterotopic ossification post op (untreated) - detected radiographically one case of resection of ossifications due to local mechanical irritations and painful bursitis.